Event description:
Boston scientific crm received information that one day post implant this right atrial (ra) lead exhibited low sensing and loss of capture at max outputs. A chest xray was taken and did not show an obvious dislodgement. A lead revision was performed at which time it was noted that there was some blood present in the lead lumen. The lead was explanted and successfully replaced with a non bsc lead. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the complete lead was returned. There were set screw marks noted on terminal pin and ring. There was a cut noted in the insulation at 24 cm from pin which is corresponding to cut in the suture sleeve. No conductor coils were exposed at cut location since each of their individual insulation is intact. There was dried blood noted in lumen sporadically "likely entered through cut. Analysis revealed the lead insulation was cut (through) likely associated with some type of suture sleeve interaction since a corresponding cut also was observed on the suture sleeve itself. Dc resistance testing showed conductive paths of returned lead to be in specification. This damage was determined to be procedurally induced.